Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose level. The customer's blood glucose level was 40 mg/dl at the time of the incident. The customer was treated with food and her current blood glucose level was 153 mg/dl. The customer was assisted in troubleshooting for low blood glucose. The customer was not alleging that the insulin pump was over delivering. The insulin pump will not be returned for analysis.